Event description:
It was reported that a patient did not properly close their transfer set. The patient covered the transfer set with tape while showering and water entered the device. The patient was given an unknown antibiotic prophylactically (500 mg, once a day, orally, for less than a week). There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, this event was reported to have occurred during (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.